Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has had issues with their reservoir for the past few days. The customer has also encountered high blood glucose, ranging between 355mg/dl-485mg/dl. The customer received a no delivery, changed the reservoir set three times and continued alarming. During troubleshooting the insulin did not exit the tubing. Customer reported insulin exited with manual prime. The customer was advised the pump was working as designed.